Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was suggested swapping the graphic user interface (gui) cable and to run extended self-test (est). Covidien was not authorized to service the device.